Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the ketone result was 0.4mmol/l. The customer stated even though the insulin pump tried correcting, the blood glucose was elevating, however, the issue got solved by changing the infusion set. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours of the reported event and if the auto-mode feature was not active. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary . 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1884xc to mmt-1885). 3. Section d4 - updated model number and catalog number (model change from mmt-1884xc to mmt-1885). 4. Section h11 - added verbiage for devices that are not sold in the u.s. 5. Section b1 - unchecked adverse event box. 6. Section b1 - checked product problem box. 7. Section b2 - unchecked other serious (important medical events) box. 8. Section d10 - removed concomitant medical products. 9. Section h1 - changed type of reportable event from serious injury to malfunction. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: information received by medtronic indicated that the customer experienced hyperglycemia. The customer stated even though the insulin pump tried correcting, the blood glucose was elevating, however, the issue got solved by changing the infusion set. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040x1, mmt-1885, mmt-342, mmt-431a. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours of the reported event and if the auto-mode feature was not active. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.